Manufacturer narrative:
No product has been returned and an extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specification. Dhrs (device history review) for the libre reader was reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, the case will be re-opened, and a physical investigation will be performed.

Event description:
Customer reported being unable to test due to the button issue that turns the adc freestyle libre reader on unintentionally on its own which drained the battery out while he was on a travel. Customer experienced loss of consciousness and was treated with IV glucose by the healthcare provider. No further treatment was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported being unable to test due to the button issue that turns the adc freestyle libre reader on unintentionally on its own which drained the battery out while he was on a travel. Customer experienced loss of consciousness and was treated with IV glucose by the healthcare provider. No further treatment was reported. There was no report of death or permanent injury associated with this event.